Event description:
It was reported that prior to lumbar fusion l4-5, the tip of the pedicle reamer was found broken in the tray. No pt involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received the reamer damaged, broken and rusty. Visual inspection of the reamer shows that the tip broke off and the reamer is rusty and worn. Device corresponds to all drawings and processes at time of manufacture. A review of the device history record did not show conditions that could have contributed to the report event. This complaint is invalid from a manufacturing perspective.